Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo ,the outer insulation of the lead was extrinsically breached due to a cut,the outer insulation of the lead was observed to have blood ingression. The analyst also noted: there was blood visibly in outer insulation due to explant damage/outer insulation cut, extrinsic.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 8 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms (B)(6) 2016. It also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 580 ohms through (B)(6) 2015, rises out of range starting (B)(6) 2015. Pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold steady at approximately 0.96 volts through (B)(6) 2015, rises out of range by (B)(6) 2016. There was also oversensing due to non-physiologic signals/sic (sensing integrity counter).there were 41719 v- sensing integrity counter (sic) since last session 103 days ago. (B)(4).

Event description:
It was reported that the patient felt dizziness. The right ventricular (rv) lead had high sensing integrity counter (sic), oversensing, high thresholds, high impedance, failure to pace and a suspected fracture. During explant of the lead, blood was seen in the lead insulation. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.